Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the penumbra coil 400 coil (pc400 coil) pusher assembly; the pusher assembly was kinked approximately 73.0, 78.0, 105.0, 107.0, 116.0, and 127.0 cm from the proximal end; the coil was intact with the pusher assembly. The coil pitch was offset and damaged. The outer diameter (od) of the undamaged section of the coil was measured and found to be within specification. Conclusions: evaluation of the returned device revealed kinks along the entire length pusher assembly. This type of damage typically occurs due to improper handling during use. If the device is forcefully manipulated against resistance or at extreme angles, damage such as this may occur. The observed kinks may cause resistance due to a buildup of friction between the pc400 coil and the inner lumen of the px slim. The od of the undamaged section of the coil was measured and found to be within specification. Pc400 coils are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the left subclavian artery using penumbra coil 400 coils (pc400 coils). During the procedure, the physician met resistance while attempting to advance the pc400 coil out of the tip of the px slim delivery microcatheter (px slim) and into the aneurysm. The physician removed the pc400 coil and confirmed that there was no deficiency with both the px slim and the coil. Another attempt was made to advance the pc400 coil out of the px slim; however, the physician encountered resistance at the same position and removed the pc400 coil. The procedure was completed using new pc400 coils, another manufacturer's coils and the same px slim. There was no report of an adverse effect to the patient.

Manufacturer narrative:
(B)(4).